Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue symptom of overfill (bad stomach ache) was not confirmed in the device logs. The cause for the reported difficulty symptom of overfill was undetermined; issues such as this are patient symptom in nature and would not be reproducible in the pal evaluation. The home patient (hp) reportedly performed a manual drain of 1000ml. The hp then got back on the hc and drained out 3500ml. The largest prescribed fill volume (lpfv) was 2500ml. A portion of the reported drain was done manually and therefore was not written to the device logs. Off cycler manual drain volumes would not be recorded in the device logs. Pal also reviewed the therapy log and found no instances of increased intra-peritoneal volume (iipv). However, the reported drain volume of 1000ml + 3500ml for a lpfv of 2500ml met the iipv criteria. Therefore, iipv was confirmed based on the reported drain volumes. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. The cause of the reported iipv was undetermined. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he woke up with a bad stomach ache. The hp got off the hc and did a manual drain of 1000ml. The hp then got back on the hc and drained out 3500ml. The hp stated his fill volume is 2500ml. After the hp drained the 1000ml he began to feel better. The technical service representative (tsr) arranged for swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.